Event description:
A trilogy 100 ventilator was returned to the manufacturer for service. There was no serious harm or injury reported. During the evaluation of the device at the manufacturer's service center, "service required" code was found in the ventilator's downloaded error log and the device failed a test step for airstream temperature during testing due to thermistor was not connected. Connected thermistor and device will be retested. Device passed all testing.